Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during prime. The blood glucose at the time of the incident was 129 mg/dl. Troubleshooting was performed and the customer changed the infusion set first, but was still not able to prime. She then changed the reservoir and could not push insulin through the tubing even after connecting to both infusion sets. She was advised to discontinue using the reservoirs from that box. The reservoirs will be replaced as well as the insulin pump due to recurring no delivery alarms during prime. The reservoirs will be returned for analysis.